Event description:
The customer reported that while the unit was in use on a pt for several days, the unit's display went blank and then the unit shutdown. The unit's power was recycled and the unit displayed both "pneumatic", and "low vacuum" alarm messages. The pt was switched to another unit and therapy was continued. No pt injury was reported.